Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the nurse regarding the reported event: the instrument was inspected prior to use, no damage or anything out of the ordinary found. The broken/loose cable was silver in color. The issue with the instrument was that the opening and closing of the jaws were not smooth. No shakiness and/or friction experienced/observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found a broken grip cable at the distal end, which resulted in the mcs instrument being unable to operate properly. Visual inspection found that there was material that was missing from the cable. The complaint was confirmed by failure analysis. Field d6 is blank because the product is not implantable.

Event description:
It was reported that during a da-vinci assisted urological surgical procedure, the monopolar curved scissors instrument exhibited poor tip movement and there was a visible cable. The procedure was completed with no reported injury.